Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt no longer had stimulation and was unable to communicate with external devices. The sjm rep met with the pt and confirmed replacement devices would not resolve the issue. It was reported surgical intervention may be undertaken to address the issue.